Manufacturer narrative:
Medtronic received the following information from a journal article entitled; clinical evaluation of endovascular repair of abdominal aortic aneurysm based on long-term experiences kulig p, lewandowski k, rudel b, j chwala m, piwowarczyk m, mrowiecki w videosurgery miniinv 2021; 16 (1): 191¿198 doi: https://doi.org/10.5114/wiitm.2020.93984. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant and non mdt stent grafts were implanted in the endovascular treatment of abdominal aortic aneurysms on unknown dates over a five year period. The median aaa diameter was 59mm. The following malfunctions were observed; endoleaks type I, ii, IV, v the following adverse events were observed; occlusion, ischemia, bleeding & infection at the access site, re-intervention patient mortality was reported but there is no causal link that a endurant stent graft caused or contributed to any deaths.